Event description:
The customer reported to olympus that while using the diego elite tubeset, declog, 5/pk, the introduction needle that was connected to the infusion bag was dirty. The issue was found during preparation for use and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the introduction needle that was connected to the infusion bag was dirty; however; the introduction needle was not dirty but had a gray stain. Per the legal manufacturer, there is no potential for this issue of gray stains to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: the procedure was therapeutic and there was no procedural delay as a result of the reported issue.

Event description:
The procedure was therapeutic and there was no procedural delay as a result of the reported issue.